Event description:
The suture was used during a gynecological procedure. Reportedly, the needle broke. The surgeon was able to retrieve the pieces and applied another suture to complete the procedure. The hospital has reported no pt injury occurred.